Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 108 mg/dl. The customer also report that customer alleging possible pump over delivery. The customer¿s blood glucose was 46 mg/dl at the time of incident and current blood glucose is 145 mg/dl. The customer did not provide details regarding symptoms and treatment of low blood glucose. The customer was using the auto mode. The insulin pump will be returned for analysis.